Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump did not change the year for the new year. The pump retained the year 2014. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: during investigation, a timekeeping accuracy test was performed and the pump was found to maintain the time/date settings correctly. No warnings or alarms occurred during testing. The time and date issue was not duplicated during investigation. There was no defect found.